Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient uses tandem tslim in hybrid closed loop. On (B)(6) 2025, the patient had unspecified symptoms of hyperglycemia. The bg was 450 mg/dl and higher while the estimated glucose value (egvs) had a minimum of 100 mg/dl difference. The patient was presented to the emergency department (ed) in dka. He was treated with IV and insulin drip and admitted for 4 days. The wearable was removed, and the bg was monitored every 30 minutes. The patient was feeling okay during the report. It has been reported that there was a difference in readings of 100 points. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.